Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge change error during the load sequence. Reportedly, the customer was able to reload the same cartridge and resumed insulin delivery successfully. Additionally, it was reported that the customer received an incomplete bolus alert. The customer acknowledged having entered the bolus screen, but did not acknowledge that she failed to exit the screen. The customer insisted that she pressed "back" and that the incomplete bolus alert still occurred. Tandem technical support informed the customer that this issue would only occur if the user was still in the bolus screen; customer declined that this was the issue. The customer's blood glucose level was 136 mg/dl at the time of the report.